Manufacturer narrative:
One sample model 2426-0007 was returned for investigation. The set was examined for defects and abnormalities. A tubing kink was seen just above the back check valve. No other defects or abnormalities were observed. The kink was impeding the flow. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, a kink in the tubing/check valve join could be related to a combination of an excess of solvent applied to the engagement and an improper handling of the tubing during the assembly process and coiling of the set due since production personnel did not follow correctly the assembly procedures. The line that this batch was manufactured on has since been updated to employ an automated system and a fixture to help position it. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had kinked tubing. The following information was provided by the initial reporter: this three-port set had a kink in it that the emergency department nurses noticed. They checked 3 more after and they were all normal. Product#: 2426-0007. Lot#: 25085760.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.